Event description:
General report received of an unspecified number of undocumented incidents of the device did not deliver. On unspecified dates, it was reported that gemstar pumps and gemstar bolus cords were connected to gemstar docking stations and were being used to deliver unspecified medications. No further programming parameters were provided. After unspecified lengths of time, it was reported that the bolus cords were not working. The docking stations were replaced and the therapies were resumed. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. Upon visual examinations in the biomedical engineering department, it was noted that an unspecified number of pins were missing from the bolus cord connector port of the docking stations. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.